Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during unpacking of the segura hemisphere basket, the complainant found that there was a hole in the sterile package containing the device. There was no procedure nor patient involved.

Manufacturer narrative:
A visual assessment of the segura hemisphere basket packaging was performed and it was found that the tyvek side of the pouch was cut open in a linear fashion. The cut was approximately 6.8cm in length, and was approximately 9.2cm from the top edge of the pouch and approximately 16cm from the right side edge while facing the tyvek side. The pouch was not opened for device assessment. A review of the device history record (DHR) was performed and revealed no issues. A search of the complaint database revealed that no similar complaints exist for the specified lot. Therefore, taking into consideration these factors and the analysis performed in the device packaging, the most probable root cause will be ¿handling damage.¿

Event description:
It was reported to boston scientific corporation that during unpacking of the segura hemisphere basket, the complainant found that there was a hole in the sterile package containing the device. There was no procedure nor patient involved.